Manufacturer narrative:
Based on the information provided no conclusion can be made as to the degree to which the davol implants may have caused or contributed to the reported patient outcome. Multiple good faith efforts have been made requesting additional information. At this time, it is unknown what may be causing the patient's postoperative pain. A lot number was not provided, therefore a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the ventralight st mesh (device #1), an additional emdr was submitted to represent the optifix fixation device (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The physician contacted davol fa and reported that he recently saw a patient for a second opinion following the implant of a davol ventralight st mesh (device #1), which was placed intraperitoneally and fixated with davol optifix fixation (device #2). As reported the patient presented for a second opinion due to localized abdominal pain. The patient was treated with a local injection of bupivacaine in the abdominal wall, for which the patient responds well for two days. Due to this the physician suspects that a tacker (optifix fixation) is the most likely source of the pain. He reports that "he suspects that a nerve is caught in the fixation." He also reports that he cannot rule out with certainty that the mesh is the cause of the pain.